Event description:
Consumer reported, she wore first heat patch and it worked great, the second patch she had it on and fell asleep for approx twelve (12) hrs. Blister was found upon removing patch. No medical intervention was sought.

Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.